Event description:
The pump was refilled the week prior to this report. The night of (B)(6) 2015, the patient heard the pump alarming. The next morning the patient was feeling sick; the patient had flu-like symptoms, nausea, and withdrawal. The pump was interrogated on (B)(6) 2015 and the pump logs showed that the pump motor stalled on (B)(6) 2015 at 2115; no motor stall recovery was noted in the logs. The patient denied any emi or magnetic interaction. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The cause of the motor stall was unknown. The patient¿s oral opiates were adjusted to address the withdrawal symptoms. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n173138016, implanted: (B)(6) 2009, product type: accessory. Product ID: 8 709, lot# j0177968r, implanted: (B)(6) 200, product type: catheter. (B)(4).